Event description:
It was reported that the 7700 system had a broken limit switch. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The limit switch was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.